Event description:
It was reported that during an unknown procedure the device would not open after placing down the trocar into the patient. The device was removed through the trocar, it was not on tissue at the time. They used a second like device to complete the procedure. No other information was provided. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that hold the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.